Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient's mother stated they encountered a possible pairing issue with the transmitter, using the g5 application, but was not able to provide what the exact error/message was. Due to the application error, the patient had a diabetic low event. Patient's blood glucose was in the low 40's. Patient required treatment from his mother.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event. A root cause could not be determined.